Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. The customer declined further troubleshooting and ended the call.